Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, broken battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported the customer's battery compartment was damaged. The customer stated the part where the battery cap goes in was falling apart. The customer's blood glucose was 44 mg/dl. The customer had treated their blood glucose by eating. The customer stated the damage to their insulin pump was caused by wear and tear. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.